Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported catheter break in two sections outside of the patient's body. One case of pipe breakage; one case of exudate. PICC was definitely taken out of the patient's body. Patients are not undergoing re-catheterization. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.